Manufacturer narrative:
H.10 additional manufacturer narrative: only the proximal section of the aquabeam scope was returned for investigation. The hypotube remnant was found to be kinked at a proximal location and at the fracture location. The scope hypotube completely fractured at the middle kink location. The distal section of the hypotube that was not returned with the scope for investigation was assumed to also have a third kink consistent with excessive loading of the scope when advancing into the handpiece manifold. This proximal length of the hypotube where the kinks and fracture occurred are the unsupported length of the scope when typically advancing the scope carriage to position the scope tip within the patient during a case. A review of the device history record (DHR) for aquabeam robotic system, serial number (B)(6), and the serial number (B)(6) for the aquabeam scope were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and the aquabeam scope met all design and manufacturing specifications when released for distribution. A review of similar complaint identified ten (10) other similar events across all other scopes. The aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) from the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt,gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. Hence the broken scope failure was confirmed, it is likely that the cause was the use of excessive force, however cause cannot be confirmed. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the aquabeam scope broke after insertion into the patient as it was being rolled back forward. The broken scope was replaced with new one and inserted into the same aquabeam handpiece; however, during positioning pressure was encountered on the handpiece and as the scope was being rolled forward this broke again. The treating physician replaced the broken scope and handpiece with new units and the procedure was able to be successfully completed. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences with the patient because of this event.

Manufacturer narrative:
A root cause for the reported event is yet to be determined; investigation by the manufacturer is currently in-process.